Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: review of the black box data revealed records of call service alarms (064). Black box records confirmed occlusion during prime operation event. On investigation, the pump was exercised for 24 hours without duplication of this call service alarm. Investigation did not duplicate the complaint and the pump was determined to be operating within the required specifications. Unrelated to the original complaint, the display was noted to be dim, faded and discolored.